Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was difficult to inflate and deflate. No injury was reported.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in use conditions without the original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No visual defects were detected. A leak test was performed, the cuff failed to inflate and deflate, the sample did not pass the test. After the leak test it was identified that the junction between the inflation channel and the inflation line was partially obstructed, confirming the customer complaint. The suspected root cause was due to the operator did not remove the ?thf? Excess from the inflation line during manufacturing. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. Awareness was made to all production personnel about the failure mode and the manufacture will continue monitoring this failure condition in this product for threshold or escalation.